Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room in back-up vvi and with pocket stimulation. A download of firmware was successfully performed and the device was restored to its intended settings. The patient was in stable condition after the download.